Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a lack of efficacy that occurred after running the device for some time. It was noted patient exercised heavily. Impedances were over 400 ohms across most electrode combinations. The lead and ins were replaced. No further complications were reported.